Event description:
This is filed to report a gripper actuation issue it was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with grade 4. A mitraclip xtw was used, but one gripper would not completely lower. Controlled gripper actuation (cga) was attempted on the anterior leaflet five times, but after the sixth attempt, the anterior gripper would not drop to 120 degrees. The clip was removed from the patient, and the procedure was completed with another mitraclip xtw device. The procedure was completed with one clip implanted. The mr was reduced to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, a cause of the reported difficult to open or close (gripper actuation - single) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.